Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2009 due to cup loosening. The modular head and cup were removed and replaced. No further information has been provided.

Event description:
It was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2005. Review of invoice history indicates initial procedure took place on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to a loose acetabular cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay product identification and correct initial procedure date, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.